Event description:
It was reported when using the bd pyxis medstation system all of the drawer in the pyxis were not detected on bus. The customer stated that this malfunction caused a delay to the patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie drawer was failed and not detected on bus. The field service engineer swapped out the communication sled, verified the bus network settings and performed data synchronization and re-imaging process to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.